Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, lot#: unknown. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urge incontinence. The trial began (B)(6) 2021. It was reported that patient is waiting to hear back from their doctor as some things went wrong yesterday. Patient stated they were having complication's with their device from the procedure. Additional information was received from a healthcare professional (hcp). The hcp reported that there was no complication with the device, it was caused by the patient, they had cut the wire. The issue was resolved by removing the device.